Manufacturer narrative:
It was reported that on (B)(6) 2021 a patient was implanted with a prodisc c device at level c5-6. The patient complained of neck pain and right sided radiculopathy pain. It was found that the superior endplate showed subsidence and instability. The pdc device was removed on (B)(6) 2023, patient was revised to a cage and plate system. An MDR was indicated in this complaint. A review of the DHR could not be completed as synthes was the manufacturer of this implant and the DHR cannot be located at this time. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned to exponent for third party device evaluation. Exponent will complete the evaluation under report number (B)(4) based upon their approved report protocols. It was confirmed that a removal took place due to subsidence of the superior plate. No other anomalies associated with the complaint were found during the investigation. This report is for 1 of 1 devices involved in this event.

Event description:
On (B)(6) 2021 a patient was implanted with a prodisc c device at level c5-6. The patient complained of neck pain and right sided radiculopathy pain. It was found that the superior endplate showed subsidence and instability. The pdc device was removed on (B)(6) 2023, patient was revised to a cage and plate system.